Event description:
Customer reported that during an attempted rescue, the AED did not function properly and that it delivered an inappropriate shock on a pea (pulseless electrical activity).

Manufacturer narrative:
Cardiac science's review of the rescue file indicated that the device completed four analysis sessions in this rescue. It correctly categorized the patient's rhythm as non-shockable in three of them. However, it miscategorized the patient's rhythm in one analysis session as shockable and advised a shock due to the presence of atrial flutter waveform which resembles the patient's wide and low-amplitude qrs waveform. The recorded data indicates that this shock had no adverse effect on the patient' rhythm.